Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead completely dislodged resulting in oversensing and delivery of inappropriate shock therapy numerous times. It was noted that the patient is not dependent. The physician successfully repositioned the lead during an invasive procedure. The lead remains in service. No additional adverse patient effects were reported.